Event description:
It was reported that the stenoscope system would not boot up and the monitors were blank. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.